Manufacturer narrative:
A ge service representative performed an onsite investigation. The flash system software in the mainframe was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and failed to boot to a usable state. No patient or user injury was reported.